Event description:
Exact wording of customer complaint as received from customer: there has been and incident on the ward relating to a seldinger drain. The blue tip dislodged and was still in the patients lung when the catheter was removed. The patient had to return to theatre to have this removed. This has been reported as an adverse incident and will need investigated. Has there been any previous incidents in relation to this drain?